Event description:
(B)(4). I am (B)(6) and feel like I'm (B)(6). I had essure in (B)(6) of 2009. I bleed for a few months and had severe cramping but thought it was normal. I thought I was becoming a hypochondriac. I feel like I'm slowly deteriorating. I'm tired of fighting a loosing battle. I have been diagnosed with chronic fatigue syndrome. I have memory problems, slow heart rate, brain fog, low blood pressure, depression, excessive sweating, deteriorating teeth, long periods with blood clots and more. I've had my blood drawn 10 or more times, EKG's because my heart rate is so slow, sleep study, MRI's, cat scans, x-rays and more. I'm losing time with my children and my husband because I just can't do anything. I'm ready to give up I can't handle much more I just want to cry every day all day.

Event description:
(B)(4). I had a hysterectomy (leaving ovaries) on (B)(6) 2016 to remove essure. I felt great the next few months. However the past month or so I can feel my body slipping away again. I am right back where I was before. I was so healthy before essure I never had any health problems now my list goes on and on. I hate my life I hate that I can't do anything with my children without having to sit down or not remember what we were even talking about it's embarrassing as a mother and wife I don't want this I just want to enjoy my life and be happy but there's nothing I can do about it I'm stuck in this bubble and I just want to give up.